Event description:
It was learned that an edwards aortic bioprosthetic valve has been diagnosed as stenotic 13 years after implant in a (B)(6) male patient. Patient has been implanted with an edwards transcatheter aortic bioprosthetic valve within the existing valve. Patient is noted as stable following intervention.

Manufacturer narrative:
(B)(4). Device evaluation summary: report of aortic valve stenosis 10 years after implant; patient was treated via implant of an edwards transcatheter aortic bioprosthetic valve within the reported valve; patient is reported as stable. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. This patients medical history includes hypothyroidism and renal disease. The device remains implanted. Without return of device, the specific mechanism leading to this intervention cannot be confirmed. Based on the patients medical history, it appears that patient factors may have contributed. There has been no information to suggest a device quality deficiency related to this event. .edwards will continue to review and monitor all events.